Manufacturer narrative:
Approximate age of device ¿ 4 years. Manufacturer's conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient underwent an esophagogastroduodenoscopy and push enteroscopy on (B)(6) 2019. Blood was found in the distal duodenum and jejunum though no clear etiology was found. A clip was placed to mark distal area examined. Video capsule endoscopy was performed on (B)(6) 2019. A plum of blood and clots was seen in the duodenum. Clotted blood scattered throughout the remaining small bowel was found. On (B)(6) 2019 an additional esophagogastroduodenoscopy and push enteroscopy was performed that identified jejunal blood and an active bleeding dieulafoy's lesion. Clips were placed. No additional information was provided.